Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that a break in an endurant stent graft system occurred intra-operatively. While deploying the device the physician observed a break near the thumb wheel, aborted the procedure, and used a new device to treat the aaa. No clinical sequelae were reported, and the patient is fine.